Manufacturer narrative:
(B)(4). Service engineer evaluated the device and the reported issue could not be duplicated. The coin battery was replaced. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that the ht70 plus ventilator high minute volume alarm was activated. The flow sensor was replaced. However, the issue continued. There was no patient involvement.